Manufacturer narrative:
At this time, the product has not been returned.

Event description:
It was reported that this right atrial (ra) lead was attempted due to placement difficulties and dislodgement. The lead was not stating in place and when removed for checking, the helix kept popping out rather than gradually extending. The issue was solved implanting another lead and the lead was removed prior to pocket closure. No adverse patient effects were reported. The lead is not expected to return. As device was not returned, no product analysis could be performed.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Continuity testing passed, indicating conductors are intact. The helix difficulty and difficult to position allegations were confirmed based on the field report. Dried blood in the helix housing prevented direct test of the helix mechanism. The dislodgement allegation was not confirmed. Lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal.

Event description:
It was reported that this right atrial (ra) lead was attempted due to placement difficulties and dislodgement. The lead was not stating in place and when removed for checking, the helix kept popping out rather than gradually extending. The issue was solved implanting another lead and the lead was removed prior to pocket closure. No adverse patient effects were reported. The lead was returned and analyzed.